Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted for bowel dysfunction and gastrointestinal/ pelvic floor issues. Additional information received from the consumer reported that she had no symptom relief. The patient had tried increasing the amplitude but this did not help. This was occurring daily. There were three falls that could be related to this issue as the patient had fallen three times since getting the implant. The patient still had to cath and had an abrupt bowel movement issue on (B)(6) 2015. The patient had not had good symptom relief since implant. She had only been able to go to the bathroom without cathing 2 or 3 times. The patient had a uti at the time of this report that she had had for 10 days. She had another uti 2-3 months prior. Stimulation was on at 3.0v on program 2. The patient did not feel stimulation sitting down but felt it when she stood up. She increased stimulation to 3.3 and felt it in her right butt cheek, but was not optimistic this would help because she tried this setting previously. Therefore, the patient changed to program 3 at 1.0v and was going to try that setting for 24 hours. After increasing stimulation it kinda burned on the groin area. It just started when the patient turned the device up, so she turned it back down. The patient thought she was going to have the device removed. She had tried program 4 which did not help either.

Manufacturer narrative:
Concomitant medical devices: product ID: neu_unknown_lead, product type: lead. Product ID: neu_ptm_prog, product type: programmer, patient. (B)(4).

Event description:
The patient reports she doesn't know if she was just accustomed to catheterizing where her body was or just used to voiding every 3 hours, but since implant, the patient hasn't been able to just sit on the toilet and pee. She would like to know if that's normal or should she be able to just "pee on command." Event date noted on (B)(6) 2015. The patient requested assistance with increasing stimulation. She synched with ins (stimulation), verified stimulation was on and set at 1.1. The patient was able to increase to 1.4. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.